Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that an implantable cardioverter defibrillator (ICD) system exhibited a high out of range pace impedance measurement of 2057 ohms on this right ventricular (rv) lead. The rv lead is not a boston scientific product. As a result, the patient reported hearing device tones. The patient was subsequently brought into the clinic and the device was interrogated in order to stop the tones. Boston scientific technical services discussed options with the healthcare provider (hcp), including possibly programming off the device tones for an out of range impedance measurement and increasing the impedance upper alert limit to 3000 ohms. The hcp indicated they did not want to program off device tones. The products remain in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that the first occurrence of a high out of range pace impedance measurement was on july 27th, 2016. Boston scientific technical services (ts) provided guidance to the hcp to consider performing isometric and pocket manipulation testing while taking impedance measurements. It was indicated that the patient will continue to be monitored and will be brought into the clinic for evaluation. Isometric testing was subsequently performed in the clinic. With the patient pushing their hands together, the impedance measurement was 1920 ohms. With the patient sitting, the impedance measurement was approximately 400 ohms to 500 ohms. With the patients arm across their chest, the impedance measurement was 2000 ohms. There was no noise noted on the rv rate and sense channel but there was some small amplitude noise noted on the rv shock channel. The rv threshold measurement was indicated to be appropriate. Device shock therapy was intentionally programmed off. The products remain in-service. No additional adverse patient effects were reported.

Event description:
It was reported that an implantable cardioverter defibrillator (ICD) system exhibited a high out of range pace impedance measurement of 2057 ohms on this right ventricular (rv) lead. The rv lead is not a boston scientific product. As a result, the patient reported hearing device tones. The patient was subsequently brought into the clinic and the device was interrogated in order to stop the tones. Boston scientific technical services discussed options with the healthcare provider (hcp), including possibly programming off the device tones for an out of range impedance measurement and increasing the impedance upper alert limit to 3000 ohms. The hcp indicated they did not want to program off device tones. The products remain in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that the first occurrence of a high out of range pace impedance measurement was on july 27th, 2016. Boston scientific technical services (ts) provided guidance to the hcp to consider performing isometric and pocket manipulation testing while taking impedance measurements. It was indicated that the patient will continue to be monitored and will be brought into the clinic for evaluation. Isometric testing was subsequently performed in the clinic. With the patient pushing their hands together, the impedance measurement was 1920 ohms. With the patient sitting, the impedance measurement was approximately 400 ohms to 500 ohms. With the patients arm across their chest, the impedance measurement was 2000 ohms. There was no noise noted on the rv rate and sense channel but there was some small amplitude noise noted on the rv shock channel. The rv threshold measurement was indicated to be appropriate. Device shock therapy was intentionally programmed off. The products remain in-service. No additional adverse patient effects were reported. The device was subsequently returned to boston scientific, but no additional information was provided. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the devices spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that an implantable cardioverter defibrillator (ICD) system exhibited a high out of range pace impedance measurement of 2057 ohms on this right ventricular (rv) lead. The rv lead is not a boston scientific product. As a result, the patient reported hearing device tones. The patient was subsequently brought into the clinic and the device was interrogated in order to stop the tones. Boston scientific technical services discussed options with the healthcare provider (hcp), including possibly programming off the device tones for an out of range impedance measurement and increasing the impedance upper alert limit to 3000 ohms. The hcp indicated they did not want to program off device tones. The products remain in-service. No patient symptoms or adverse patient effects were reported.

Event description:
It was reported that an implantable cardioverter defibrillator (ICD) system exhibited a high out of range pace impedance measurement of 2057 ohms on this right ventricular (rv) lead. The rv lead is not a boston scientific product. As a result, the patient reported hearing device tones. The patient was subsequently brought into the clinic and the device was interrogated in order to stop the tones. Boston scientific technical services discussed options with the healthcare provider (hcp), including possibly programming off the device tones for an out of range impedance measurement and increasing the impedance upper alert limit to 3000 ohms. The hcp indicated they did not want to program off device tones. The products remain in-service. No patient symptoms or adverse patient effects were reported.